Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's remote control (rc) displayed an error message which was not allowing to turn the stimulation off. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient's remote control (rc) displayed an error message which was not allowing to turn the stimulation off. The patient will undergo an ipg replacement procedure.